Event description:
It was reported that there was loss of atrial and ventricular capture. The pulse generator was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.